Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized. The patient was not treated for the event. The cause and patient outcome were unknown. Dianeal and extraneal therapies remained ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The peritoneal effluent was not clear. On an unreported date, the peritoneal dialysis catheter was removed, dianeal and extraneal therapies were discontinued, and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.